Manufacturer narrative:
(B)(4). The customer reported that the battery was not working. There was no report of patient involvement. A philips field service engineer evaluated the device at the customer site and verified the failure. Replacing the battery resolved the issue.

Event description:
The customer reported that the battery was not working. There was no report of patient involvement.